Event description:
Additional information received reported that the circumstances that led to the stimulation increasing and decreasing by itself was that the patient was stretching. Steps taken to resolve the stimulation increasing and decreasing itself was that the stimulator was readjusted. An appointment with their physician was scheduled and the patient reported that they needed new leads. It was reported that the stimulation increasing and decreasing itself had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the stimulation went up by itself, causing uncomfortable stimulation. The issue was that the stimulation was tu rning up and down by itself. This started 2 days ago. The health care professional (hcp) called regarding having a manufacturer representative check the patient's implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.